Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump had a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 10/04/2016. The device has been returned and evaluated by product analysis on 09/06/2016 with the following findings. The review of the black box showed evidence of short battery life, unexplained power reboots and a voltage drop resulting in a battery alarm. An eaw 128-fb80 replace battery alarm was also observed in the black box. During the actual testing, the pump powered on with the returned battery cap. All electrical current draws measured within specifications. The "battery life" issue was not duplicated during investigation. Unrelated to the original complaint, the battery compartment and the pump case were noted to be cracked. The battery cap was unable to fully tighten as the cap threads were damaged. Evidence of moisture contamination was found inside the battery compartment. A leak test was performed and showed a leak at the battery compartment crack. Upon removal of the pump case, no evidence of additional moisture was found internally.